Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced "vent inop, motor fault, transducer fault, low pip, low ve, and high pip" alarms. The customer performed transducer calibration tests. The calibration test revealed the turbine differential pressure test failed. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The reported complaint was confirmed however not duplicated.